Manufacturer narrative:
(B)(4). Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. To help ensure that the reported stent fracture is not related to a manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent damage. The lesion characteristics were not described and may have aided in the investigation. However, it is possible that the reported stent fracture occurred post-procedure, as there was no damage noted to the stent implant during inspection prior to use. In this case, it is unknown at this time whether the stent fracture was in the xience v or non-abbott stent. Although a conclusive cause cannot be determined for the reported stent fracture, there does not appear to be an indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.

Event description:
It was reported that on (B)(6) 2009, the patient had three unknown xience v stents implanted throughout the right coronary artery (rca). The patient had two previously placed non-abbott stents placed in the proximal and mid rca. On (B)(6) 2009, the patient experienced shortness of breath, respiratory arrest while enroute to hospital and unresponsiveness upon arrival to hospital. Patient could not be resuscitated and died. Upon autopsy, it was determined that thrombosis in the non-abbott stents caused the death, however, there was also a grade ii stent fracture noted. It cannot be determined if the stent fracture is in the non-abbott device or the xience v. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.